Event description:
It was reported that the abg ii device was explanted due to adverse local tissue reaction.

Manufacturer narrative:
Additional information has been requested and if received, will be provided in a supplemental report. This is the same pt/event as MFR # 9616680-2012-00688.